Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated. No communication could be established. It was noted that patient has frequent ventricular tachycardia with multiple discharge therapy resulting in battery depletion. The device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory due to premature battery depletion. The battery was observed to be swollen and fully depleted. A longevity calculation was performed and showed that the battery depleted prematurely. The device was tested on the bench and no anomalies were found. The cause of the reported field event was isolated to an internal anomaly in the battery.